Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button dome switch. It was not possible to verify failed battery test alarm as the buttons were not responding. The insulin pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer stated the insulin pump had been dropped in the past but not recently. During troubleshooting, none of the buttons were responding, following a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 98 mg/dl. The customer also mentioned a failed battery test, after replacing the battery. Nothing further was reported.